Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the system was not available for x-ray. Review of the system log file showed that the power on selftest of the flat detector controller (fdc) failed. The fse replaced the fdc. After replacement of the fdc, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It has been reported that the system could not make exposure. The system was in clinical use, no harm has been reported. A philips service engineer inspected the system onsite and analyzed the log file. The log file showed that the flat detector controller failed, the flat detector controller has been replaced and the system is returned to use in good working order. Philips is further investigating the reported event.